Manufacturer narrative:
Follow up #2 12/07/2016 device evaluation: the pump has been returned to animas and evaluated on 11/08/2016 with the following findings: the pump¿s black box date from the date of the event had been overwritten due to continued use of the pump. The current total daily dose history appeared to be less than the basal delivery totals programmed by the user due multiple call service 087 alarms in the black box. Due to unrelated alarms, the pump could not be properly investigated.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an issue with the pump's basal delivery. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
.